Manufacturer narrative:
Patient information is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2018, the screw neither entered the patient¿s skull nor could tighten. The surgery was finished without any other problem. The cranial plate was fixed by three screws instead of four. There was no surgical delay and there was no adverse consequence to the patient. Patient outcome was stable. This report is for a matrix neuro screw ø1.5 self-drilling l4 titanium alloy (tan) 4 units I/c. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product investigation was completed. Visual inspectio, microscopic investigations show that the tip of the screw is flattened and the thread is plastically deformed post production. The visible signs clearly indicate strong contact with hard bone during insertion. As result of this damage it was not possible to insert the screw as intended. As these screws are very small and quite fragile, a lot of care is required while handling. It can be confirmed that the visible damages are not from any manufacturing non-conformity. As the damage can clearly be identified as caused post-manufacturing by the user, no functional test is required. The complaint condition can be replicated with the returned device. Because of the deformation the insertion of the screw was not possible. Due to the damages, no dimensional check can be performed. Drawing/specification review was not applicable as misuse could be identified and documented as root cause for the reported problem. No product fault could be identified. The visible damages which resulted in the complaint condition are caused post-manufacturing by the user while insertion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device codes; gwo and gxr. Device history records review was completed for part# 04.503.104.04s lot# l394407. Manufacturing location: bettlach, release to warehouse date: may 03, 2017, expiry date: apr 01, 2027. Non-sterile part: 04.503.104.20, lot: h321925, manufacturing location: monument, manufacturing date: mar 20, 2017. Device history records review was performed on non-sterile part and lot as this complaint is neither packaging nor sterilization related. Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf was reviewed and determined to be conforming. Packaging bom was reviewed and all components used met current defined requirements. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.